Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report a patient death that occurred on (B)(6) 2015. Patient's mother reported cause of death to be liver disease and cystic fibrosis. No additional event or patient information is available. There was no alleged device malfunction. It was stated that patient expired from liver disease and cystic fibrosis. It should be noted that diabetes mellitus is a known cause of death. However, a conclusive root cause for the reported event cannot be confirmed without the certificate of death.